Event description:
The stopcock broke off the blue flush.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample is not available for the investigation. The device history could not be reviewed as the lot number is unk. (B) (4) (B) (4).